Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy. It was reported that the patient's ins was due for change to longevity this year due to the 9 years. It was noted that few months prior they met with the healthcare provider and the manufacturer representative (rep) to have the ins reset and was told that they did not know if they could reset it again if needed. The patient indicated that the ins device was dead again and there was no stimulation. She had tried to get it charged but had not been able to. Asked when was the last time she felt stimulation and recharged was 2016 (several weeks prior). She stated she had a terrible vertigo ((preexisting condition but not this bad until 3-4 months ago it has gotten way worse); stated she got dizzy spells and lost her eyesight when driving and that was a reason the ins went dead. The patient wanted to know if it would do harm by not using the ins and leaving it in the body until she setup the appointment to have it electively removed since it is due to be replaced due to 9 years battery life anyways.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient on (B)(6) 2016 reported there was a loss of therapy and the implantable neurostimulator (ins) had been dead for the past 1-2 months. The patient noted that she had an appointment with her doctor on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.